Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 503 mg/dl. Customer stated that they received sensor updating alert. Customer was assisted with troubleshooting for alert. The device will not be returned for analysis.